Event description:
The customer reported experiencing high blood glucose levels for the past two days. The customer also stated that he went to the hospital, but was not treated or admitted. The reported blood glucose reading was 391 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.